Event description:
This patient was implanted with the maestro rechargeable system on (B)(6) 2017. This subject has reported issues charging the implanted rechargeable neuroregulator. Using a charged mobile charger, communication required for charging could not be maintained. Upon device interrogation, no alarms or error codes were noted. An alarm clearing sequence was run during a clinic visit on (B)(6) 2017. Following this, a charge was successfully initiated. Patient left the clinic receiving therapy.